Event description:
The reporter stated that the doctor was just holding the product with forceps, trying to put it into the wound and wrap it around the nerve when the product began to break apart. He used another neurawrap that was available instead. There was no adverse outcome for the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.